Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
It was reported that when the patient was getting out of a chair back into bed the driveline got caught on something and the suture broke. The driveline was pulled out. It was noted that the patient was a 4 person assist. There were no alarms. The patient was started on antibiotics prophylactically and was to be doing dressing changes 2x daily.

Manufacturer narrative:
B5 : narrative information. No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
The patient was treated with both IV and topical antibiotics prophylactically. No definite infection had been noted since. Patient had continued on daily dressing changes and had completed course of antibiotics. The patient was discharged to an acute inpatient rehab.

Manufacturer narrative:
H6, codes: corrected. Manufacturer's investigation conclusion: the patient remains ongoing on heartmate 3 lvas (left ventricular assist system), (B)(6), and no further events have been reported at this time. The heartmate 3 lvas instructions for use and patient handbook outline potential adverse events that may be associated with the use of the heartmate 3 lvas, as well as information regarding system function. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviation from manufacturing or quality assurance specifications. Review of the sterilization and packaging documentation showed no deviation from manufacturing specifications. The heartmate 3 left ventricular assist system instructions for use and patient handbook outline potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system, as well as information regarding system function. No further information was provided. The manufacturer is closing the file on this event.